Manufacturer narrative:
(B)(6). (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure performed on (B)(6) 2008. According to the complainant, the procedure was successfully completed. Prior to discharge, however, the patient presented with retention and was catheterized with a foley catheter. Voiding was documented as normal on (B)(6) 2009.